Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3-4. After inserting a triclip steerable guide catheter (tsgc) into the anatomy, after dilator removal from the tsgc, a loss of fluid column was observed. Aspiration was performed but the issue occurred again. Therefore, the tsgc was removed and replaced. A new tsgc was inserted and the procedure continued. A triclip was deployed on the tricuspid valve, reducing tr to a grade of 2-3 no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3-4. After inserting a triclip steerable guide catheter (tsgc) into the anatomy, after dilator removal from the tsgc, a loss of fluid column was observed. Aspiration was performed but the issue occurred again. Therefore, the tsgc was removed and replaced. A new tsgc was inserted and the procedure continued. A triclip was deployed on the tricuspid valve, reducing tr to a grade of 2-3 no additional information was provided.